Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the caller stated they have been watching their ipg battery life because the patient was nearing eri. The caller stated that the patient was instructed to follow up with hcp when eri was achieved. The caller stated they were told by the rep that the eri would be triggered at 2.60, but the patient's ins was at 2.59 and eri was not triggered. The caller reported the patient's ipg voltage was 2.60 on (B)(6), and today voltage was 2.59. There were no symptoms reported. There were no further complications reported.